Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Only the screwdriver was returned for evaluation. The screwdriver shows signs of extensive usage. The condition of the tip, with the 2 remaining tips bent with deformation on the edges and two broken off at the base with damage along the edge of the shaft, indicates that the device has been subjected to excessive tightening torques and has been used off axis. A review of device history records for manufacturing revealed no complaint related issues. This complaint is considered invalid from a manufacturing perspective.

Event description:
It was reported that during hardware removal, left elbow arthroscopic loose body excision and debridement: left elbow medial epicondyle hardware removal; 2 prongs broke off cruciform screwdriver during procedure. All fragments retrieved. Per additional information received from facility, screw removal was due to worsening pain medial aspect elbow. Fluoroscopic images taken during the procedure appear to verify fusion. No new hardware was implanted at this time. This is 3 of 3 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Event description:
This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letterdated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis.any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.